Event description:
The following event was reported by the customer and viewed per videotape provided by the materials manager: on (B) (6) 2010, the female patient was in the ICU and moved to the (B) (6) facility which is located in the hospital, and was being set up on the ventilator. The patient was reported to be ventilator dependent, very ill and listed as dnr. The ventilator restarted and alarmed during set up. The respiratory therapist (rt) waited through the countdown and proceeded to put the patient on the ventilator after the restart completed. Then everyone left the room. The ventilator restart and alarm was visible on the video. Approx. 48 minutes later, the ventilator restarted again which was visible via a countdown on the monitor screen. Approx. 4 minutes later, the screen went blank and another restart occurred. There appeared to be no immediate response from staff at the occurrence of the ventilator restart; however it was also reported that someone was walking by and heard the ventilator backup alarm sounding. Staff came into the room, and the patient coded at 4:56 pm. The patient was resuscitated but later expired. It was not explained if the patient expired due to natural causes. There was remote monitoring in place, including the ventilator remote alarm via a cable connected to the wall. The unit was hard wired to a nurse¿s station. The remote alarm system is setup to light a visual indicator and make someone reset it. The customer reported the unit alarmed but did not know if the nurse station alarm annunciated. The rt works for the hospital that the (B) (6) hospital is located in.

Manufacturer narrative:
Device analysis in progress.